Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/07/2017 with the following findings: review of the black box data revealed unexplained power interruption on the date of the reported issue. On investigation, the pump powered on and was exercised for 24 hours without any interruption in power. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.